Event description:
The customer reported being admitted in the emergency room. The customer was treated and released. The blood glucose reading was 59 mg/dl after he had eaten. It was reported that the customer was with the doctor for more than three hours without eating. The customer also stated that he noticed being more sensitive to the insulin in the past two weeks. Advise customer to discuss the wizard settings with her doctor and to contact us if further assistance is needed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.